Manufacturer narrative:
Weightand ethnicity: unknown/ not provided. Initial reporter email address: unknown/not provided initial reporter telephone number: (B)(6). It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient complaint about waxy vision that causes discomfort and significantly affected daily activity. The intraocular lens (iol) was explanted and replaced. Vision pre-operative: far: 0.8 decimal, vision post-operative: far: 0.8 decimal. No further information available.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 30 sep 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.